Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) ceftriaxone (250 mg, four times a day, duration not reported), ip heparin (2000 international units, three times a day, duration not reported) and ip amikacin (100 mg, during night exchange, duration not reported) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.